Event description:
The company was informed that the pt previously (date unk) experienced skin flap break down. The surgeon tried suturing it closed, however, the skin flap opened up again. The surgeon noted that the electrode array was in the pt¿s middle ear. The surgeon attempted to reinsert the electrode array, however he was unable to do so. The pt¿s device was explanted.